Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump was monitored and no blank display anomalies were noted. The pump passed self-test, unexpected error test, rewind, basic occlusion test and displacement test. However, the pump was unable to prime during prime test due to faulty force sensor system. The pump was received with cracked battery tube threads, stripped battery cap coin slot and minor scratches on lcd window.

Event description:
The customer's mother reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that they tried to change the battery and it would not open. The mother stated that the battery cap is stripped and cracked. The customer stated that the battery compartment is cracked. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.